Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow up, high capture and loss of capture were observed on the left ventricular lead. During the lead revision procedure, the lead was found to be dislodged. The lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that lead dislodgement was confirmed on fluoroscopy. The patient was stable before, during and after the procedure.